Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available. (B)(4).

Event description:
Received a voluntary medwatch report, (B)(4), from the FDA. Patient reports visual disturbances, halos, starbursts, dry eye and depression following lasik surgery. This report is for the right eye, the left eye will be reported under manufacturer report #3003288808-2011-00186. The patient's surgeon was contacted for additional information. The surgeon indicated the patient was doing "excellent" the (B)(6) following surgery, then "started developing glare at nighttime". The patient was diagnosed with dry eye and has been using restasis, artificial tears and plugs. The surgeon mentioned to the patient that the antidepressant medications that he is taking may have contributed to the dry eye and to the dilated pupil. The patient has also developed psc that could be contributing to the glare. The surgeon mentioned that the ablation seems decentered, but the patient never complained about that and he does not think this has contributed to the reported issues, the decentered ablation may have been due to the patient not fixating correctly during treatment. The patient was a high myope "around -7.00 or -7.50". Additional information has been requested.